Event description:
A malfunction alarm with code malf 12 was reported, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the process. After the reset, the malfunction did not recur, so the customer was advised to continue using the pump and to contact support again if the issue reappeared.